Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Controller # (B)(4) was returned to heartware on 01/04/2016. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a [?]vad stop'. The instructions for use (IFU) and patient manual also includes a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The IFU further advises that if a driveline disconnected or connector malfunction/broken, the controller will display a vad stopped message indicating to connect the driveline to the controller. In addition, the device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that this patient was found dead at home with the pump still running. According to the clinical specialist, "log files show pump operating normally then both power sources were removed for a duration of 4 hours. Then the pump was plugged back in and it ran for 11 hours until both batteries were drained". A limited autopsy was performed but the results have not been provided. Investigation is ongoing.

Manufacturer narrative:
Con090957 - controller, (B)(4). Con090955 - controller, (B)(4). Hvad pump hw3675 and controller con090955 were returned to heartware for evaluation. Con090957 was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of hw3675 and con090955 in relation to the reported event. Review of the manufacturing documentation of con090957 confirmed that the associated device met all requirements for release. A review of the controller log files showed power source disconnection and associated pump stop events on december 15, 2015. The pump was off for 3 hours 30 minutes 22 seconds between the first double power disconnect event and the motor start event. After the motor start event, the controller was connected to only one battery until it was depleted. Multiple controller power-up and associated motor start events were logged on december 16, 2015 on controller con090955. Analysis of con090955 revealed that the device met specifications; the controller passed visual inspection and functional testing. Analysis of the pump revealed that the pump passed visual inspection and functional testing. Dimensional verification revealed slight deviations from rear housing disc curvature specification. However, per an internal investigation, this deviation is not expected to impact pump performance. Pathological evaluation did not reveal any evidence of thrombus within the device. Considering that the returned devices passed testing. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, disconnecting the power sources, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.